Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via a right axillary surgical arterial approach in a 56-year-old male patient for the indication of cardiomyopathy, with a pre-support clinical state consistent with society for cardiovascular angiography and interventions (scai) stage c cardiogenic shock. The patient's medical history was significant for diabetes mellitus, renal insufficiency, and dialysis dependence. During ongoing impella 5.5 support, the patient experienced an episode of ventricular tachycardia requiring cardioversion. Contributing clinical factors reported in association with the arrhythmia included electrolyte abnormalities in the setting of underlying critical illness and renal dysfunction. The impella 5.5 device remained in place and continued to provide hemodynamic support. At the time of reporting, the patient remained on impella 5.5 support.